Event description:
It was reported that a patient had a recovery filter placed prophylactically for existing dvt. Five months after filter implant, a CT was taken and it was noted that an arm had detached from the filter. The filter was removed 9 months after implant. The patient remained asymptomatic until two days ago, when she presented with chest pain and tachycardia. The CT showed that a filter arm had perforated the right ventricle and the right pulmonary artery. The patient was discharged from the hospital the next day. There are no plans to remove the wire.